Event description:
Report for pt 3 of 3: 1.4 inr with protime system ((B)(4)) vs. A 1.7 inr with protime system ((B)(4)) vs. A 2.5 with unspecified reference laboratory system. Pt therapeutic inr range: 2.0-3.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. MFR results - customer complaint could not be confirmed.